Event description:
It was reported that this pacemaker system had recorded two signal artifact monitor (sam) episodes and exhibited low out of range right ventricular (rv) pacing impedances. The health care professional (hcp) called technical services (ts) and requested review of the stored sam episodes. It was noted that patient was in chronic atrial fibrillation (af) rhythm. It was also noted that the patient is implanted with a non-boston scientific rv lead. Upon review of the two sam episodes, ts determined that the minute ventilation (mv) appeared to have falsely picked up patient af, which triggered the sam feature to disable the mv. Ts also noted that once the mv feature was enabled by the hcp, that triggered a lead impedance check which revealed the low out of range impedance measurement of less than 200 ohms on the non-boston scientific rv lead. Ts discussed several device optimization options with the hcp. At this time the pacemaker and non-boston scientific rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system had recorded two signal artifact monitor (sam) episodes and exhibited low out of range right ventricular (rv) pacing impedances. The health care professional (hcp) called technical services (ts) and requested review of the stored sam episodes. It was noted that patient was in chronic atrial fibrillation (af) rhythm. It was also noted that the patient is implanted with a non-boston scientific rv lead. Upon review of the two sam episodes, ts determined that the minute ventilation (mv) appeared to have falsely picked up patient af, which triggered the sam feature to disable the mv. Ts also noted that once the mv feature was enabled by the hcp, that triggered a lead impedance check which revealed the low out of range impedance measurement of less than 200 ohms on the non-boston scientific rv lead. Ts discussed several device optimization options with the hcp. At this time the pacemaker and non-boston scientific rv lead remain in service. No adverse patient effects were reported.